Event description:
Ous MDR - pacing failure was observed and it was discovered the ra and rv leads were dislodged. Both leads were explanted and replaced. The physician suspects the device malfunctioned and has requested an analysis. Implant date was not provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.